Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not successfully implanted due to placement difficulty in the left bundle branch. The lead will not be returned for analysis.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.